Event description:
It was reported that the patient has a positive blood culture indicating infection. It was also reported that the right ventricular (rv) lead has high thresholds and high impedances. The right atrial lead reportedly had no capture, undersensing, and high thresholds. The device, rv lead, and ra lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.